Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/18/2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Fse replaced the power adapter to resolve the reported issue.

Event description:
Customer contacted technical support stating that unit will not turn on. There was no patient involvement.